Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the headpiece is in a used condition. A functional test revealed that the headpiece gets hot after a short amount of time. The interior is badly stained and shows rust. It also reveals a moisture. The provided spray nozzle does not show any deviation. The failure is handling and maintenance related. The heating correlates with the bad condition of the hand piece. A maintenance did not take place in the past. According to our IFU, a maintenance must take place at least once a year. A CAPA is not necessary.

Event description:
(B)(6). At used, in the operating room (patient under general anesthesia), the handpiece has heated up, causing an heating of the lower lip of the patient. Patient's lip has burned (lower lip). Components in use listed as concomitant devices are: gb109 / micro-line straight hdpc 1:1 round shaft, s75514 / spray nozzle for gb109r.

Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service (ats) department. The handpiece was manufactured in the year 2010. According to our system, there was no repair or maintenance is the past. A functional test revealed that the handpiece gets hot after a short amount of time. The interior is badly stained and shows rust. Furthermore it reveals moisture. The provided spray nozzle does not show any deviation. Conclusion and root cause: the failure is handling/maintenance related. Rational: the heating correlates with the bad condition of the handpiece (interior). A maintenance did not take place in the past. According to our IFU, a maintenance must take place at least once a year. No CAPA is necessary